Event description:
Int'l customer reported that the suture closing the fascial broke eight days following a laparoscopic resection of the colon procedure. The pt was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.